Event description:
The customer reported that a probe damage error message was received for the subject device during a total laparascopic hysterectomy (tlh), when the doctor was performing a colpotomy. Three other devices from the same lot were tried to continue the procedure. Probe damage error message was received for each of the three devices, and the devices could not be used. The procedure was completed with a harmonic device. There were short delays while each device was replaced. Total delay in the procedure was no more than five to ten minutes. No additional treatment required for the patient. There is no harm or adverse impact to the patient. The customer wondered if there was an issue with the batch of devices. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the probe was found to be broken. This report is being submitted for the malfunction found during evaluation (broken probe).

Manufacturer narrative:
During inspection and testing, the probe was found to be broken fifteen millimeters from the distal end. There were scratches observed on the probe and the fracture originated from the scratch. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. During the output activation in seal & cut mode, the probe was contacting hard tissue, metal objects or surgical instruments. 2. Scratches were generated on the probe. 3. A force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. Also, an error occurred. 4. A force was applied to the probe causing it to break. The following information is included in the instructions for use (IFU): ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ olympus will continue to monitor the performance of this device.